Manufacturer narrative:
Product evaluation: the fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate detritus adhesion on metal cap; the glass cap exhibits moderate devitrification at the output window. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of "fiber unable to be used at all" could not be confirmed; the fiber shows usage; a cap failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that when connecting the surgical fiber to begin a prostate procedure, a fiber fault message was received and the fiber could not be fired- 0 joules used. The surgical fiber was replaced and the case was completed using a second fiber. Outcome: "no adverse outcome for patient". Gland volume:180+ ml.